Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in-clinic experiencing dizziness. Upon review, the implantable cardioverter defibrillator device could not be interrogated as the battery was dead due to premature battery depletion. The device was explanted and replaced the same day on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. The cause of the no wireless communication was determined to be premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.